Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the actual device was not available; however, a photograph and two retained samples were evaluated. Visual inspection of the provided photograph noted leak was present in the luer cap and noted that the inviolable clamp was still open during use. Visual inspection of the retained samples noted no issues. All junctions underwent a push-pull test, and no disconnections were confirmed. The retention samples were submitted to underwater leak test and air passage test, and no leaks or blockages were identified. The reported condition was verified in the photographic sample. The cause of the reported condition could not be determined; however, as the clamp was still open during use, suggested that a user error could have occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) bag was leaking. The leak was discovered during the administration of cetuximab. There was no report of patient injury or medical intervention associated with this event. No additional information is available.